Event description:
It was reported that in the pt's room, three days after placement in the pt's femoral vein, a leak was found near the 40 cm scale. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).